Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 53 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4777 days after essure insertion and 10 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly ,no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 53 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4777 days after essure insertion and 10 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("essure implant on the right had perforated through the tube") in a 53 year-old female patient who had essure inserted. The patient had a medical history of pelvic pain female, parity 1, gravida ii, menorrhagia, yeast vaginitis, tonsillectomy, knee arthroscopy, breast reduction, caesarean section and headache. Race - african american. Previously administered products included: mirena. Past adverse reactions to the above products included: iud dislocation with mirena. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4777 days after essure insertion and 10 days after its most recent use, she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (robotic bilateral salpingectomy and cornuectomy with essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: trailing coils, 3 on the right and 9 on the left only approximately 1 trailing coil was noted so a pair of graspers were inserted to gently pull back the dovice so that 3 trailing coils wero notad at the and ef the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: surgical pathology report: final diagnosis: fallopian tubes, labeled as "bilateral tubes evaluate for implant". Salpingectomy: benign fallopian tubes paratubal cysts, up to 0.7 cm. Bilateral wire implants identified. Tissue source: tissue, biopsy - mass bilateral tubes evaluate for implant routine clinical information preoperative diagnosis: pelvic pain encounter for removal of essure. Gross description: the longer of the tubes features a length of coiled metal wire protruding from the proximal aspect within the lumen measuring 2.1 cm in length.. The tube featuring the portion of coiled wire is serially sectioned to reveal a pink-tan cut surface with a pinpoint lumen measuring less than 0.1 cm in average diameter. The coiled wire appears to reach the first 1.2 cm of the proximal fallopian tube. The coiled wire is removed and the specimen is entirely submitted. The smaller fallopian tube is also serially sectioned to reveal a pink-tan cut surface without distinct masses or nodules grossly identified. There is a metallic device found within the lumen of the shorter fallopian tube that extends to 2.9 cm from the proximal aspect. The coiled wire is removed and the shorter fallopian tube is entirely submitted. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("essure implant on the right had perforated through the tube") in a 53 year-old female patient who had essure inserted. The patient had a medical history of pelvic pain female, parity 1, gravida ii, menorrhagia, yeast vaginitis, tonsillectomy, knee arthroscopy, breast reduction, caesarean section and headache. Race - african american. Previously administered products included: mirena. Past adverse reactions to the above products included: iud dislocation with mirena. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4777 days after essure insertion and 10 days after its most recent use, she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (robotic bilateral salpingectomy and cornuectomy with essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: trailing coils, 3 on the right and 9 on the left only approximately 1 trailing coil was noted so a pair of graspers were inserted to gently pull back the dovice so that 3 trailing coils wero notad at the and ef the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: surgical pathology report: final diagnosis fallopian tubes, labeled as "bilateral tubes evaluate for implant", salpingectomy: benign fallopian tubes paratubal cysts, up to 0.7 cm. Bilateral wire implants identified. Tissue source: tissue, biopsy - mass bilateral tubes evaluate for implant routine clinical information preoperative diagnosis: pelvic pain encounter for removal of essure. Gross description: the longer of the tubes features a length of coiled metal wire protruding from the proximal aspect within the lumen measuring 2.1 cm in length.. The tube featuring the portion of coiled wire is serially sectioned to reveal a pink-tan cut surface with a pinpoint lumen measuring less than 0.1 cm in average diameter. The coiled wire appears to reach the first 1.2 cm of the proximal fallopian tube. The coiled wire is removed and the specimen is entirely submitted. The smaller fallopian tube is also serially sectioned to reveal a pink-tan cut surface without distinct masses or nodules grossly identified. There is a metallic device found within the lumen of the shorter fallopian tube that extends to 2.9 cm from the proximal aspect. The coiled wire is removed and the shorter fallopian tube is entirely submitted. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Medical history & lab data updated. Previously reported event "medical device removal" updated to "essure implant on the right had perforated through the tube". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.